Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during the trial the patient had a migraine and felt dizzy. Patient was prescribed medication. Follow-up information indicated the patient¿s migraine and dizziness has resolved.

Manufacturer narrative:
Date of the event is estimated.